Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured at weld site, approx 7mm and approx 14mm proximal of the weld site. It appears that entire j stiffener wire was rec'd with all recorded measurements adding up to approx 88mm.